Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad). The vessel was of average tortuosity, and the lesion was 75% stenosed with no calcification. The physician attempted to deliver the 2.50x16mm taxus express2 drug eluting stent to the lesion, but was unable to cross a previously implanted stent of unk type or size at the left main trunk. The taxus stent was removed from the body, and it was noted that the stent was lifted up. The physician successfully completed the procedure with a different device. No pt complications were reported and the pt condition is listed as good.